Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, value was not provided. Cause for the low bg was unknown. Customer consumed carbs to address the low bg. The customer declined to further troubleshoot with tandem technical support.